Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument had damage that prevented it from being placed on a system for testing. Log file data showed the instrument had one incomplete cut and one blade jam error. The instrument was re-installed twice receiving both times a homing failed error. The top wrist disk was dislodged at the end closer to the distal clevis hub. A disk was not sitting on the teeth of the second disk. Due to this damage the instrument was unable to be placed on system for testing. The grips did not exhibit bio debris or damage. The conductor wire and other cables were not damaged. Electrical continuity testing was performed and passed. Evidence not conclusive, but the damage was likely due to mishandling / misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the dislodged disk, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy with bso procedure, the endo wrist one vessel sealer instrument stopped all together. No cautery and no cutting. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.